Event description:
The customer contact reported a delay in critical therapy following an alarm condition. On (B)(6) 2012 at an unspecified time, the device was programmed to deliver total parental nutrition (tpn), for a duration of 18 hours and the delivery was started. No further programming parameters were provided. At approximately 2300, patient's mother reported to the homecare nurse that the device alarmed for air in line, but no air was seen in the tubing set. The nurse instructed the mother to replaced the tubing set and the delivery was resumed using the same device. On (B)(6) 2012 at 0400, the mother indicated the device again alarmed for air in line. At this time, the patient's mother powered off the device. After an unspecified length of time that morning, the mother notified the homecare facility that the delivery had been stopped due to the air in line alarm. At 1200, the device was removed from clinical service and therapy was resumed using a replacement device. At 1400, the customer contact reported that the mother was contacted and reported the device was delivering as expected. There were no reported changes in blood sugar levels. Although there was potential for serious injury, there was no reported changes in blood sugar levels. No medical interventions were reported. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. The device history was downloaded at the service center. A review of the device history indicated, on (B)(6) 2012 at 1218 the device was programmed, for tpn with taper down delivery, with a 1700ml vtbi (volume to be infused), a 2hr taper down, for an 18hr duration, a 5ml/hr kvo rate, a 1800ml container size and a 2ml air sensitivity. The device continued in use at the programmed setting until (B)(6) 2012 between 1559 and 1716, when a new container is indicated and the delivery was started. Between 1718 and 1724, an air in line alarm occurred, the delivery was stopped, a priming volume of 5.5ml is indicated and the delivery was started. Between 1725 and 1729, an air in line alarm occurred, the delivery was stopped and the device was powered off. Between 1738 and 1744, the device was powered on, a priming volume of 8.5ml is indicated and the delivery is started. Between 1823 and 1825, an air in line alarm occurred, the delivery was stopped, a check cassette alarm occurred, the cassette was inserted and the device was powered off. On (B)(6) 2012, a new day occurred. Between 0419 and 0536, the device was powered on, a priming volume of 10.7ml is indicated, a start alarm occurred, the delivery was started, an air in line alarm occurred, the delivery was started, an air in line alarm occurred, the delivery was powered off. This report represents all the information known by the reporter upon query by hospira personnel.